Manufacturer narrative:
(B)(6).

Event description:
Information was received that the protruding edges of a smiths medical portex cuffed blue line ultra suctionaid suction line made contact with the tracheal aperture of a patient while in use. No adverse patient effects were reported.